Manufacturer narrative:
Initial medwatch submitted to the FDA on 15/sept/2021. Additional information: the device has not been returned for analysis. The investigator is waiting until the lot number of the device is known to determine whether a device history record (DHR) review is or is not required for this complaint. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon directions for use (dfu) addresses the known and anticipated potential event of "inflation, vomiting, nausea, pain and early removal " as follows: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera365¿ intragastric balloon include: spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.

Event description:
Patient presented with nausea, vomiting and pain. An x-ray was performed and it was found the balloon was inflated so the device was explanted.